Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to diabetic ketoacidosis. No other information has been provided as contact with the next of kin has been unsuccessful. The customer's blood glucose is unknown at the time of passing. It is unknown if the customer was wearing the insulin pump at the time of passing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information related to event date has been received which was not included with the initial report.

Event description:
It was reported that the customer passed away on (B)(6) 2020 due to unknown cause.